Event description:
It was reported that after cp pump stops during case believed to be caused by defective cp, local team went back next day to confirm that ic3254 and ic5608 were working correctly. The field team operations tested with demo pump and discovered both automated impella controller (aic)s were causing pump stops. The same alarms occurred during the case before both the cp and a third aic was swapped in. Field team successfully tested demo pump on two other aics and confirmed no issue with demo pump. Field team contacted field service and is waiting on two loaner aics to be flown out and aics will be sent in for troubleshooting.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the issue was a defective demo pump. This report is being filed as part of a retrospective review of historical records.